Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage") and pelvic pain ("chronic pelvic pain/pain") in a 40-year-old female patient who had essure (batch no. B66025) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menses irregular, multigravida, parity 4 and recurrent abortion. Previously administered products included for an unreported indication: metformin in 2008. Concurrent conditions included anesthesia. Concomitant products included canagliflozin (invokana) since 2016. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and back pain ("low back pain"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage and dysmenorrhoea outcome was unknown and the pelvic pain, dyspareunia, back pain, abdominal pain lower and hormone level abnormal had resolved. The reporter considered abdominal pain lower, back pain, device breakage, dysmenorrhoea, dyspareunia, hormone level abnormal and pelvic pain to be related to essure. The reporter commented: both fallopian tubal ostia were noted and 4 to 5 coils of essure at each side were visualized at the end of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-jul-2018: quality-safety evaluation of ptc(product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage") and pelvic pain ("chronic pelvic pain/pain") in a 40-year-old female patient who had essure (batch no. B66025) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menses irregular, multigravida, parity 4 and recurrent abortion. Previously administered products included for an unreported indication: metformin in 2008. Concurrent conditions included anesthesia. Concomitant products included canagliflozin (invokana) since 2016. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and back pain ("low back pain"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage and dysmenorrhoea outcome was unknown and the pelvic pain, dyspareunia, back pain, abdominal pain lower and hormone level abnormal had resolved. The reporter considered abdominal pain lower, back pain, device breakage, dysmenorrhoea, dyspareunia, hormone level abnormal and pelvic pain to be related to essure. The reporter commented: both fallopian tubal ostia were noted and 4 to 5 coils of essure at each side were visualized at the end of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 25-may-2018: plaintiff fact sheet received. Event device breakage was added. Historical & concomitant drugs were added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") in a 40-year-old female patient who had essure (batch no. B66025) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menses irregular, gravida ii, parity 4 and abortion. Concurrent conditions included anesthesia. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and back pain ("low back pain"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower abdomen pain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, back pain, abdominal pain lower and hormone level abnormal had resolved and the dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, hormone level abnormal and pelvic pain to be related to essure. The reporter commented: both fallopian tubal ostia were noted and 4 to 5 coils of essure at each side were visualized at the end of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and medical records were received. Events per pfs: dysmenorrhea (cramping), lower abdomen pain and hormonal changes were added. Patient underwent salpingectomy (bilateral removal of fallopian tubes). Laboratory data and event outcome updated. On 27-feb-2018: fu 1 and fu 2 processed together. Medical record was received reporter information, concomitant disease, historical condition added from medical record. Product lot number added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and back pain ("low back pain"). The patient was treated with surgery (on (B)(6) 2016, plantiff underwent a pelvic surgery to try and alleviate the symptoms.). At the time of the report, the pelvic pain, dyspareunia and back pain outcome was unknown. The reporter considered back pain, dyspareunia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.